Event description:
It was reported, the video system center camera head had no image. The issue occurred during installation of the unit. The product was reported as an out of box failure (oobf). There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the event could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
Additional reportable adverse event reported that the video connectors were broken and could not be connected.

Manufacturer narrative:
The supplemental report is being submitted because new information was received to change the initial reportability decision.